Manufacturer narrative:
The event of seroma(late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: ¿begun exhibiting symptoms associated with bia-alcl, including a change in the shape of right breast (asymmetry), swelling, tenderness, and excessive fluid buildup,¿ and ¿physical pain and emotional distress¿ due to ¿substantially increased risk of developing bia-alcl.¿

Event description:
Patient representative reported the patient ¿begun exhibiting symptoms associated with bia-alcl, including a change in the shape of right breast (asymmetry), swelling, tenderness, and excessive fluid buildup,¿ and ¿physical pain and emotional distress¿ due to ¿substantially increased risk of developing bia-alcl.¿ this record is for the right side. Device remains implanted.